Event description:
On or about 8/7/97, kimberly-clark corporation was notified that a lawsuit had been filed against it, alleging disability of a woman as a result of injuries sustained while attempting to remove a tampon.